Event description:
It was reported to philips that the system had an insufficient disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed as planned by saving the images. The philips field service engineer (fse) inspected the system onsite and identified that insufficient disk space error. A review of the system logfile found disk space low error. Upon troubleshooting actions, fse identified a disk space low error, but customer was able to save the images. To resolve the issue, fse replaced the hard disk. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer reported that the system storage issue. Since the procedure was completed as planned without any storage issue. Philips has re-evaluated this case as not reportable. The codes were updated based on the investigation outcome.